Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During a bb procedure, the fan did not appear on the echo screen. The swiftlink was not recognized and the ultrasound image was not displayed. Restarting the ultrasound machine and reconnecting the catheter did not resolve the issue. A different ultrasound machine and catheter were used to continue the procedure. The procedure was completed without patient's consequence.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was saline contamination of the interconnect area. This is a case of user mishandling. The catheter was replaced at the site. Reference# (B)(4).